Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was found damaged during use. The following information was provided by the initial reporter, translated from chinese to english: "before intravenous infusion puncture, it was found that the catheter hose of the indwelling needle was damaged and could not continue to be used on 2020-11-28 , so it was immediately changed and the infusion operation was completed, without causing adverse effects to the patient."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii" closed IV catheter system was found damaged during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "before intravenous infusion puncture, it was found that the catheter hose of the indwelling needle was damaged and could not continue to be used on (B)(6) 2020 , so it was immediately changed and the infusion operation was completed, without causing adverse effects to the patient."